Event description:
It was reported that the transmitter would not power up. Upon inspection of the adapter, it was noted that the prongs were burned. The device would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.